Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received critical pump error on their device. The customer's blood glucose level was reported to be 167.4mg/dl. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
Findings: unit received with critical pump error and unable to download due to corroded electronic assemblies. Unable to verify pump error due to download difficulty. Unit received with corroded motor home switch and corroded battery tube. Unit received with minor scratches on case, keypad overlay texture damage, cracked select button keypad overlay and minor scratches on lcd window.